Event description:
Physician reported that following a breast biopsy procedure, he inserted a gel mark through a mammotome probe. The md deployed the marker successfully into the biopsy cavity. With removal of the gel mark applicator he noted resistance, but continued to pull the applicator out. On removal of the applicator from the mammotome probe he noticed that the tip had sheared off, and believed that it was left behind in the pt's breast. He vacuumed some of the pieces of the tip out, but was not sure he retrieved all the pieces. No pt adverse effects.